Manufacturer narrative:
Suspect part not returned to manufacturer for analysis. Part not returned to manufacturer

Event description:
A medtronic representative reported that, while in a cranial tumor resection, the site was inaccurate registering the patient using pointmerge. Measurements of distance and direction of the inaccuracy were not provided by the site. The inaccuracy was consistent throughout the procedure. The surgeon opted to complete the procedure with the use of the navigation system. There was no impact on patient outcome.